Event description:
It was reported that both an ivf bolus and gentamycin infusion had infused faster than intended on (B)(6) 2026, at 1431. The 50ml ivf bolus was in the large volume pump module, and gentamycin was in a syringe pump module and were set to infuse over 1 hour. However, after 20-30 minutes, both infusions were complete. The two different medications programmed were gentamicin 10.8mg in 1.1ml to be run over 60 minutes and sodium chloride 0.9% 54ml to be run over 60 minutes. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.